Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user bent the legs on the lift. End user did not advise the provider on what occurred.